Event description:
It was reported that during a laparoscopic chole procedure a clip scissored on the cystic duct. It is unknown what firing this occurred. There was no damage to the duct. The device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.